Event description:
A home patient (hp) contacted global technical services regarding a check your position alarm that occurred on the homechoice (hc) unit during fill 1 of 4. The technical service representative (tsr) assisted the hp with troubleshooting. The hp stated there were a lot of air bubbles in the patient line. The hp confirmed during the prime cycle he had the clamp closed on the patient line. The tsr assisted the hp to cycle power to clear the alarm and advised to start over with all new supplies.. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check your position alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the incident was due to use error. The patient line clamp was closed causing fluid blockage and air in the patient line. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The physician reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens. During lens implantation, there was an unspecified capsule issue. Intervention was performed in order to enlarge the incision and remove the lens. An interior chamber intraocular lens was implanted, and the incision wound was sutured. Additional info has been requested.